Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 63 mm diameter thoracic aortic aneurysm. The thoracic aorta was moderately tortuous and moderately calcified. The access vessels were small and required a conduit to be placed on the right side. It was reported that during advancement of the proximal main device, the physician met resistance and as the device was advanced further over the arch, the pt's blood pressure dropped. An angiogram was performed and revealed that the thoracic aorta was perforated, at the origin of the left subclavian. The stent graft delivery system with the stent graft still loaded was removed from the pt. The physician inserted and inflated a reliant balloon to stabilize the pt after which the pt was sent to the operating room; however, during the open surgical repair, the pt expired. An autopsy was not performed. During the open surgical repair, the physician commented that the vessel wall was weak, thin and frail. No additional info was provided.

Manufacturer narrative:
Eval results: (death). (Thoracic aorta wall was weak, thin and frail).